Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported finding insulin leakage around the ilet cartridge after performing the fill step during a supply change. No insulin drops were visible during tubing fill. The user removed the cartridge and observed moisture inside the insulin chamber. The agent confirmed the user had followed the correct supply change procedure and instructed the user to dry the insulin chamber and perform a full supply change using new supplies. The event was resolved successfully. No blood glucose impact or symptoms were reported.